Event description:
It was reported to boston scientific corporation that jagwire was used during an endoscopic retrograde cholangiopancreatography (ercp) and a plastic prosthesis placement procedure of a biliary stenosis performed in (B)(6) 2011. According to the complainant, the procedure was completed with this device; however the physician felt resistance when he began to remove the jagwire and noticed that a portion of the hydrophilic tip detached inside the pancreatic duct. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to clarify patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
It was reported the patient was (B)(6) or (B)(6), and the patient weight was (B)(6) or (B)(6). It was reported that the procedure occurred on (B)(6) 2011 or (B)(6) 2011. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). (B)(6). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
No, the device is not available for evaluation.

Event description:
It was reported to boston scientific corporation that jagwire was used during an endoscopic retrograde cholangiopancreatography (ercp) and a plastic prosthesis placement procedure of a biliary stenosis performed in (B)(6) 2011. According to the complainant, the procedure was completed with this device; however the physician felt resistance when he began to remove the jagwire and noticed that a portion of the hydrophilic tip detached inside the pancreatic duct. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to clarify patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.